Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this defibrillator delivered inappropriate anti-tachycardia pacing (atp)and tachycardia shocks due to a suspected episode of atrial driven arrhythmia. After the shocks, patient was seen by the doctor and he resolved to made changes to zone. No adverse patient effects were reported.